Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va15unv serial# implanted: 2016 (B)(6) explanted: 2017 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who does not know the patient's weight at the time of the report or think they could they find out as the patient is homeless. The healthcare provider (hcp) thinks the falls and car accidents contributed toward the patient's complete symptom return. The rep added the patient has limited mobility in their legs which contributed to the frequent falls. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are product ID: 3889-28, lot# va15unv, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer representative via a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient's system was replaced as they had complete symptom return. They've had serval falls and car accidents. It appeared that reprogramming was done by the office. No further complications were reported.